Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bp h surgical procedure at 59,441 joules and 9:32 minutes broken probe was noted. The fiber was exchanged and at 19,791 joules and 21:34 minutes broken probe was noted on the second fiber. The fiber was exchanged and at 58,797 joules and 10:08 minutes broken probe was noted on the third fiber. It was not reported how the procedure was completed. The tip of the first fiber was not cleaned during the procedure. No harm to the patient was reported. This report is for the second fiber .